Event description:
Patient received ems treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The patient's husband stated that there was no pump malfunction and the patient has continued to use the pump with no reported subsequent events.